Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that he experienced a blood glucose (bg) of 380 mg/dl with increased urination. The patient reported that his bg has been fluctuating from 90 mg/dl to 380 mg/dl over (B)(6). The patient reported that his bg increased after visiting with his chiropractor and attempted to correct using symlin injections and bolusing insulin from the pump. The patient elected to disconnect from the pump to treat his bg by injections. The patient confirmed that the prime history was as expected and reflects the patient not completing fill cannula step consistently. The patient confirmed the total daily dose and suspend histories were correct. The patient reported that he has had decreased physical activity after a recent car accident and has been seeing his chiropractor regularly. The patient also reports a decrease in appetite related to large doses of symlin. The cartridge and infusion set could not be troubleshooted due to the patient discarding the used supplies. (B)(4) concluded that no product malfunction could be identified. The pump was not returned and there have been no further reported issues. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.